Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred during a diagnostic procedure which was completed as planned after the issue was resolved. X-ray functionality of the system was not affected. A philips field service engineer inspected the system onsite and confirmed the reported issue. Review of the system log file showed that the cause of the problem was a defect in the ippc itself. The fse replaced the ippc and the hard disks and returned the system to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Based on the investigation results, philips concludes that the complaint is not reportable. The system identified a tube arcing error and initiated a restart of the generator to recover from the issue. The generator restart resolved the issue and the procedure was completed. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A loss of image functionality that can be resolved by utilizing the design mitigations provided by the device is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the image storage space was low so it was not possible to store anymore images. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site and identified that there was a problem with loading image processing pc (ippc) software . The ippc has been replaced and the software was loaded. After that the system was returned to use in good working order.